Event description:
It was reported that this patient recently received an inappropriate shock from their implantable cardioverter defibrillator (ICD). Upon event review by the physician, it was determined that the shock was delivered into a sinus rhythm due to a previous diversion of charge therapy during the episode. Although this was normal device function, the physician considered the shock to be clinically inappropriate. The device was subsequently reprogrammed to resolve the event, and no additional adverse patient effects were reported. This ICD remains implanted and in-service.